Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A fractured impactor was discovered at the hospital. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: date of report, date received by manufacturer, type of report, if follow up, device evaluated by manufacturer, event problem and evaluation codes, and additional manufacturer narrative. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device found signs of repeated use (impact marks) and that the weld has fractured. Device history record was reviewed and no discrepancies were found. Device was in the field for 12 years and shows signs of repeated use. The root cause of the reported event is attributed to wear and tear of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.